Manufacturer narrative:
Correction: a4: weight should have been 180lbs rather than 170lbs as originally reported.

Manufacturer narrative:
The device has not been returned for analysis. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported the ipg was unable to communicate with the external devices. It was also reported the patient did not recharge the ipg as recommended. As such, the ipg became inoperable. In turn, the patient underwent surgical intervention on (B)(6) 2021 wherein the device was explanted and replaced.